Manufacturer narrative:
(B)(4). This complaint is for a report of a check patient line alarm. This complaint was not confirmed in the lab due to a lack of sample. Per the complaint information, the patient's transfer set was closed. After the alarm cleared, the patient was still not draining properly and the caregiver stated that there was air in the patient line. In a follow up call by product surveillance, it was stated that the patient resumed therapy successfully with new supplies. Per the complaint information the cause of the complaint is use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice (hc) during use in the initial drain. The caregiver (cg) stated that the transfer set was closed. The baxter technical service representative (tsr) had the cg open it and press go. The home patient (hp) was still not draining properly, so the tsr had the cg close/open transfer set 3 times, move clamp and rub line, pull up on lines, check lines for fibrin or air. The cg stated that there are a few gaps of air in the patient line. The tsr recommended that hp end therapy and start over with new supplies. Tsr then walked hp through ending therapy early procedure. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the care giver (cg) on (B)(4) 2010 regarding the reported problem. The cg stated they started over with new supplies. The lot number was unknown and the supplies had been discarded. The home patient (hp) has continued therapy, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent. The lot number was not provided; therefore, a batch review cannot be conducted.